Event description:
It was reported that there were erroneous results while using bd facs lyse wash assistant. These are related to ivd instrument hardware, ivd reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: 'antigen expression not clear on samples.' The customer reports that it looks the same as in case (B)(4).

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 20aug2020 to 20aug2021. Complaint trend: there are 7 complaints related to the issue of erroneous results. Date range from 20aug2020 to 20aug2021. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # (b)(4_, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to the instrument not being properly cleaned between tests. The customer had initially reported that the instrument was displaying an error ¿antigen expression not clear on samples¿ along with erroneous results. The fse (field service engineer) that came onsite discussed the fault with the customer and confirmed the erroneous results by running a cell wash protocol with varying volumes in 3 of 10 tubes. The fse ran a vacuum test, replaced the baal seal with a spare the customer had, cleaned and lubricated the o rings, and refitted the cell wash mechanism. Finally, the fse retested the instrument by running two cell wash protocol with ten tubes and found comparable results from all tubes. No parts were requested for evaluation as there were no returnable parts replaced. After the repair the customer confirmed that the instrument was tested and performing as expected. Although this instrument is listed as ivd and used for clinical treatment, the erroneous results gathered were not used for the treatment of a patient, and did not harm a patient in any way. Instructions on instrument maintenance and proper daily and monthly cleaning procedures can be found in chapter 7 ¿maintenance¿ in the bd facs lyse wash assistant user¿s guide (#23-11113-00 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: 02079970, case # (B)(4) install date: (B)(6) 2018 defective part number: n/a work order notes: o subject / reported: 337146 - bd facs lyse wash assistant - erroneous results o problem description: reported issue: 'antigen expression not clear on samples.' The customer reports that it looks the same as in case (B)(4). O work performed: dj (B)(6) 2021 - discussed fault with customer - issue appears to be related to insufficient washing. Ran cell wash protocol with ten tubes - slightly varied volumes in 3 tubes. Ran vacuum test, replaced baal seal with customer spare, removed cell wash block - cleaned and applied o-lube to o-rings and refitted to cell wash mechanism. Ran cell wash protocol with ten tubes twice - comparable level in all tubes both times. Left with customer to run patient samples to verify system is giving correct results. Dj (B)(6) 2021 - customer confirmed that results are now acceptable. Issue resolved - completed service report and emailed to customer. Repair intervention completed successfully. O cause: insufficient washing o solution: ensuring that vacuum properly held during washing step. Returned sample evaluation: a return sample was not requested because there were no returnable parts replaced. Risk analysis: risk management file part # 337146ra, rev. 02/vers. C, bd facs lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no o ID: 2.1.1 o hazard: carryover o cause: cogged orifice o harmful effects: incorrect results, damaged instrument o risk control: replace orifice at each pm interval o implementation verification: reliability testing in sv lab; protocol gppd0010-03 rev a o effectiveness verification: system characterization summary report lwa carryover evaluation phase iii version 1.0 (B)(6) 2010 o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to insufficient washing between sample tests. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to insufficient washing between sample tests. The fse confirmed the issue with the customer, and ran the cell wash protocol with ten tubes with varying volumes. They then ran the vacuum test, replaced the baal seal, cleaned and lubricated the o-rings, and refitted the cell wash mechanism. Finally, the fse ran a cell wash protocol with ten tubes twice with comparable levels in all tubes. After these repairs, the customer confirmed that the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were erroneous results while using bd facs lyse wash assistant. These are related to ivd instrument hardware, ivd reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: 'antigen expression not clear on samples.' The customer reports that it looks the same as in case (B)(4).